Event description:
An eye care practitioner reported having observed a freshly healed peripheral corneal ulcer, located 12 o'clock (outside the visual axis), left eye, during annual eye exam visit on (B)(6) 2010. Visual acuity both eyes noted as 1.0. Pt reported having experienced severe pain, left eye, upon removal of his habitual focus dailies toric contact lenses on (B)(6) 2010. He sought care from ophthalmologist next day and was prescribed treatment with antibiotic, dexpanthenol, and cortisone eye ointments. Symptoms resolved after 3-4 days. Follow up info received (B)(6) 2010. Medical records from the treating physician stated diagnosis of corneal erosion, conjunctival injection, whole cornea hazy, left eye, at (B)(6) 2010 visit. At (B)(6) 2010 follow-up, left eye healed, infiltrates disappeared and a small ("tenuous") remaining scar observed.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. (B)(4).